Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2021 approximately 3 years and 11 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H10. There is no additional information available. Pending investigation.